Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, broken shell and others and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: broken striated on radius and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on radius due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. Partial delamination of the valve (adhesive failure).

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side deflation. Status of the device is unknown.